Manufacturer narrative:
The customer verified that they had no further issues since the service visit. A specific root cause was not identified. There have been no similar events at the site in the past 12 months. No abnormal trends have been identified over the past 90 days in reference to similar complaints with the degasser part. Component code - device subassembly = degasser.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for hdlc3 hdl-cholesterol plus 3rd generation (hdl) on a cobas 8000 c 702 module (c702). The erroneous result was not reported outside of the laboratory. The customer states that the field service engineer has been on site multiple times for the same issue. An aliquot sample processed on a modular pre-analytics system and tested on the c702 analyzer initially resulted as 10 mg/dl. The primary tube of the sample was repeated on a different c702 analyzer, resulting as 91 mg/dl. The patient was not adversely affected. The hdl reagent lot number was 16307001, with an expiration date of 04/30/2018. The field service engineer could not determine a cause. He replaced the degasser and reagent probes. He performed alignments. The customer successfully ran calibration.